Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced contusion ("bruise looks like a heart"). The patient was treated with surgery (laparoscopic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and contusion outcome was unknown. The reporter considered contusion and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal and bruise lower abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, menorrhagia and metrorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced contusion ("bruise looks like a heart") and underwent endometrial ablation ("novasure endometrial ablation"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, contusion and endometrial ablation outcome was unknown. The reporter considered contusion, endometrial ablation and pelvic pain to be related to essure. The reporter commented: essure was placed in the left ostium with 6 coil left on the outside. The same was done for the right ostium with 4 coil left on the outside. Concerning the injuries reported in this case, the following were received via social media: medical device removal and bruise lower abdomen. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jan-2021: medical record received event medical device removal was updated as pelvic pain. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal / e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced contusion ("bruise looks like a heart"). The patient was treated with surgery (laparoscopic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and contusion outcome was unknown. The reporter considered contusion and medical device removal to be related to essure. Concerning the injuries reported in this case, the following were received via social media: medical device removal and bruise lower abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.